Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported during the pt's trial procedure, the physician was unable to advance the scs lead due to spinal stenosis which resulted in the pt experiencing pain. Subsequently, the procedure was aborted and upon lead removal the pain resolved. Product will not be returned.